Event description:
It has been reported that the screw tip broke during the surgery. It was impossible to remove the screwdriver tip from the screw.

Manufacturer narrative:
Historical data analysis confirmed the batch conformed to memometal spec. It also confirmed that only this screwdriver broke on this batch. The root cause of the event is likely technical limit of the screwdriver head in case of hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies (B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.